Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned for evaluation; therefore, an analysis of the device could not be conducted. The root cause could not be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil was deemed not to be the appropriate size for the target location during positioning. Upon removal of the device, resistance was felt at the hub of the microcatheter, and the coil was confirmed to have detached under fluoroscopy. The coil was removed in its entirety together with the microcatheter. There was no reported intervention or patient injury.